Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the bd plastipak hypodermic syringe with needle that the stopper was detached from the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis reviews were performed and a maintenance occurrence potentially related to the defect was observed. The picture sent by the customer was verified and it was possible observe stopper damage. The probable cause for the defect is related to failure at stopper assembly station due to a misplaced guide. This would cause the stopper damage, allowing the damaged product to flow through the process. The maintenance order was completed, fixing the problem. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use the bd plastipak hypodermic syringe with needle that the stopper was detached from the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that before use the bd plastipak hypodermic syringe with needle that the stopper was detached from the plunger. There was no report of exposure, serious injury or medical intervention.